Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2011 (B)(6); product ID 694758 implantable tachy lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient presented with intermittent phrenic nerve stimulation. The programmed amplitude was decreased and the left ventricular (lv) lead remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the physician's office complaining of intermittent diaphragmatic stimulation. The programmed output was decreased and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.